Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in four inappropriate shocks. The patient was brought in and tachy therapy was programmed off. At that time, the patient was fitted with a lifevest until a revision could be performed. This rv lead was then explanted and replaced. The lead was suspected to be fractured. No additional adverse patient effects were reported.